Event description:
It was reported that a lead required replacement on (B)(6) 2006 due to lack of stimulation and high impedances during the explant of a "malfunctioned" spinal cord stimulator (refer to manufacturer report # 6000032-2012-00151 regarding that event). An incision was made along the previous surgical scar in the right gluteal area. The wound was deepened to the fascial layer to expose the implantable pulse generator (ipg)-extension cord assembly. The connection was loosened and the ipg was removed. A new ipg was brought in and connected to the extension cord. The connection was secured with four setscrews. The new ipg was turned on with a programmer to initiate the stimulation. However, the patient did not feel any stimulation and the programmer showed high impedances between the ipg and electrodes. Therefore, the exploration was moved up to the lead-extension cord connection. A longitudinal incision was made after local anesthetic infiltration to expose the connection. The connection was separated and a test to the lead was performed. Again, the patient did not feel the stimulation and the high impedances were shown indicating the lead required replacement as well. Under the guidance of the fluoroscopy, the l1-l2 epidural space was accessed with a 14-gauge tuohy needle via right paramedian approach under local anesthesia. When the needle was placed in the epidural space, the needle hub was inspected and it was negative for bleeding or cerebrospinal fluid (csf) leaking. The reported surgical notes were truncated but appeared to indicate that the lead was replaced. The reported information indicated an implant date of (B)(6) 2006 for the new ipg and lead; however, according to manufacturer's implant records, a new ipg and lead were implanted on (B)(6) 2006 for this patient.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(4) 2001, product type extension; product ID 3887-33, lot # j0120839v, implanted: (B)(6) 2002, explanted: (B)(6) 2006, product type lead. (B)(4).